Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and atrial pacing capture threshold was elevated. On (B)(6) 2015, average atrial pacing impedance rose to 1146 ohms and on (B)(6) 2015 rose to 11263 ohms, up from a trend in the 960-1007 ohm range. Atrial capture thresholds greater than 2.5 volts observed in save to disk. Concomitant medical products:1888tc st. Jude lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient felt syncopal. An alert was triggered due to high impedance on the right atrial (ra) lead. There were a high number of high impedances with the bipolar measurement greater than 9999 ohms. The capture thresholds jumped at the same time as the lead warning occurred. A fracture was suspected. The lead was reprogrammed off and a replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was additionally reported that the lead was explanted and replaced with a competitor product.